Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/19/2016, that on (B)(6) 2016, the g5 transmitter would not pair with their g5 application. There was no report of injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. The transmitter was visually inspected and no defect was found. Functional testing was performed and the test passed. Pairing testing was performed and the test failed. Additionally, data log review confirmed the reported event of bluetooth connection between transmitter and g5 mobile app issue. The root cause was determined to be a defective transmitter.